Event description:
After a myocardial biopsy procedure, the physician attempted arteriotomy closure using the closer 6 fr. Device. Eventhough the device was inserted at about 30-40 degrees, there were no problems. While pulling up the device, the dr tried to set the device at 45 degrees, but it was not possible. Therefore, the dr cotninued the procedure to 30 degrees. When the foot was pulled, there was a feeling that the arterial wall was hit. While applying forward pressure to the proximal end of the knot pusher with the one-hand technique, the knot pusher was inserted in further than usual. Hemostasis was maintained while the knot pusher was in, but bleeding started again as soon as the knot pusher was removed. Thus manual compression was used to achieve hemostasis. Post procedure, it was weak pulse and bruits was noted. The pt complained of discomfort but no pain. In november, it was determined that there was possible stenosis around the centesis area. Pt underwent electrode catheter ablation the following day. This procedure revealed 75-90% stenosis at the femoral artery and thrombus at about 1cm distal from the stenosis area under the fluoroscopy. Confirmation whether the stenosis was at the previous centesis part or because of the thrombus or due to the closer deivce was not made. Four days later, following the vascular surgeon's suggestion, the knot was surgically removed from the pt. During the surgery, it was found that the knot had tied both the anterior and posterior walls of the artery. The pt is doing well, eventhough the hospitalization was lengthened due to the surgical procedure.